Event description:
It was reported that the patient developed an infection after pacemaker surgery. The suture was used to close the skin. It was noted that the patient developed redness. Oral anti-biotics were prescribed to treat the infection.